Manufacturer narrative:
Device was requested for return but was not available.

Event description:
The customer complained of questionable inr results for 25 patients from two coaguchek xs professional meters serial number (B)(4). Of the data provided there were discrepant inr results for 3 patients. For patient 1 at 11:33 the result from the coaguchek xs meter (B)(4) was 3.5 inr. For patient 1 at 11:49 the result from the laboratory was 2.66 inr. For patient 2 on (B)(6) 2018 at 09:02 the result from the coaguchek xs meter (B)(4) was 3.0 inr and at 09:08 the result from meter (B)(4) was 3.5 inr. For patient 2 on (B)(6) 2018 at 09:30 the result from the laboratory was 2.4 inr. For patient 3 on (B)(6) 2018 at 10:17 the result from the coaguchek xs meter (B)(4) was 4.5 inr and at 10:20 the result from meter (B)(4) was 4.5 inr. For patient 3 on (B)(6) 2018 at 10:37 the result from the laboratory was 3.43 inr. The laboratory method was dade innovin. There was no allegation of an adverse event. The patients had no hematocrit issues. The patients have had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer ran qc that was within range. The suspect products were requested to be returned for investigation. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.